Manufacturer narrative:
The UDI number is unknown as the catalog number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that after removing the unknown trek balloon dilatation catheter (bdc) from the packaging, the device was found to be broken in half. There was no reported device use or patient involvement and there was no reported clinically significant delay in the procedure. No additional information was provided.